Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 70% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery (sfa). A 5.0mm x 60mm x 80cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was deflated and removed. The procedure was completed with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is separated 65.1cm from the hub. The guidewire lumen has a hole in it 75.7cm from the hub. The guidewire lumen appears to be stretched. Microscopic examination revealed no damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 70% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery (sfa). A 5.0mm x 60mm x 80cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was deflated and removed. The procedure was completed with no patient complications reported.